Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The caller reported that the customer requested assistance with the insulin pump's bolus wizard feature. Blood glucose level at the time of the incident was over 600 mg/dl, which was treated with manual injection. Troubleshooting was not performed. The insulin pump was not replaced or returned for analysis.